Event description:
A 1/2 cm x 1/2 cm unk metal object found on the surgical field. Though to be from the surgical cement implant. It was discovered by the surgeon before implantation of cement into the pt.